Event description:
The account reported the brake caster is moving while in brake mode. The stretcher was located in the basement at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake caster was worn most likely due to normal wear and tear. The technician recommended the account replaced the brake caster.